Event description:
It was reported that device had no shocks and minimal pacing and battery longevity was estimated to have 3.4% usable capacity remaining. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that device had no shocks and minimal pacing and battery longevity was estimated to have 3.4% usable capacity remaining. It was further reported the device is at recommended replacement time and had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation.